Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. Our investigation has shown that the tip of the returned t-pal trial implant of indeed broken off. We are not able to determine the exact cause which has led to this damage, we can only suppose that strong hammering during the surgery has finally led to the breakage of the tip. Note that we have not had a single complaint with this item so far. The instrument was analyzed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified.

Event description:
Tip is broken off. It was noticed that the 12mm small trial implant was missing the ball tip that locks it into the implant holder and could not locate the ball tip amongst the instrumentation. This is 1 of 1 report for event #(B)(4).